Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01aj8, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the doctor had to take it out and then put back in. No further details were provided. If additional information is received, a follow-up report will be sent. Additional relevant medical history: urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor.